Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the nurse at the patient management clinic reported the scheduling for the patient¿s revision. It was stated that the picket was allowing the ins to move around, and attempt to flip over. The rep stated that the revision was done on (B)(6) 2017. The patient has had no other complaints, and will be seen on (B)(6) 2017 for follow up.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a pocket revision was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.